Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. The instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grip cable and the conductor wire. The instrument passed the electrical continuity test in both grips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) plastic part was found chipped at the tip. The instrument was not used on the patient. The customer used a backup mbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: a white plastic part was found missing or dented. The issue was found during procedure preparation and prior to anesthesia. In the last procedure usage, there was no report of fragment falling into the patient. There was no information that the fragment will be returned.